Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the left ventricular lead dislodged. Lead was explanted and another lead was implanted. It was noted that the lead was a poor selection for patient's anatomy. No patient complications have been reported as a result of this event.